Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/fallopian tube perforation") and uterine perforation ("uterine perforation") in an adult female patient who had essure (batch no. 6840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Concurrent conditions included cervicitis cystic, paratubal cyst and menometrorrhagia. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes- mood swings and lowered libido"), loss of libido ("hormonal changes- mood swings and lowered libido") and headache ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and congenital anomaly), affect lability ("hormonal changes describe: emotional labile"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight gain / loss specify which one: weight loss") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes),d and c). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, affect lability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, mood swings, loss of libido and headache outcome was unknown. The reporter considered affect lability, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.526 kgs. In 2017, hysterosalpingogram, migration of essure device, the dye flowed through her tubes, the radiologist told her both essure were out of position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: hormonal changes describe: emotional labile, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), surgery (other) type of surgery: dnc, dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), fatigue, weight gain / loss specify which one: weight loss, hair loss incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/fallopian tube perforation") and uterine perforation ("uterine perforation") in an adult female patient who had essure (batch no. 6840-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Concurrent conditions included cervicitis cystic, paratubal cyst and menometrorrhagia. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes- mood swings and lowered libido"), loss of libido ("hormonal changes- mood swings and lowered libido") and headache ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and congenital anomaly), affect lability ("hormonal changes describe: emotional labile"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight gain / loss specify which one: weight loss") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes),d and c) and surgery (hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes), d and c). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, affect lability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, mood swings, loss of libido and headache outcome was unknown. The reporter considered affect lability, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.526 kgs. In 2017, hysterosalpingogram, migration of essure device, the dye flowed through her tubes, the radiologist told her both essure were out of position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of information (batch is invalid) (product technical complaint ) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/fallopian tube perforation') and uterine perforation ('uterine perforation') in a 33-year-old female patient who had essure (batch no. 6840-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Concurrent conditions included cervicitis cystic, paratubal cyst, menometrorrhagia and underweight. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes- mood swings and lowered libido"), loss of libido ("hormonal changes- mood swings and lowered libido") and headache ("migraines / headaches"). On (B)(6) 2016, the patient experienced procedural pain ("little pain the 1st night after hyterectomy"), 3 months 20 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and congenital anomaly), affect lability ("hormonal changes describe: emotional labile"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes), d and c and hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes),d and c). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, affect lability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, mood swings, loss of libido, headache and procedural pain outcome was unknown. The reporter considered affect lability, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. In 2017, hysterosalpingogram, migration of essure device, the dye flowed through her tubes, the radiologist told her both essure were out of position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/fallopian tube perforation') and uterine perforation ('uterine perforation') in a 33-year-old female patient who had essure (batch no. 6840-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Concurrent conditions included cervicitis cystic, paratubal cyst, menometrorrhagia and underweight. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes- mood swings and lowered libido"), loss of libido ("hormonal changes- mood swings and lowered libido") and headache ("migraines / headaches"). On (B)(6) 2016, the patient experienced procedural pain ("little pain the 1st night after hyterectomy"), 3 months 20 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and congenital anomaly), affect lability ("hormonal changes describe: emotional labile"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes), d and c and hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes),d and c). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, affect lability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, mood swings, loss of libido, headache and procedural pain outcome was unknown. The reporter considered affect lability, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. In 2017, hysterosalpingogram, migration of essure device, the dye flowed through her tubes, the radiologist told her both essure were out of position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event "little pain 1st night after hysterectomy" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.